Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet sleep/wake button was intermittently unresponsive and the device would only wake when connected to a charger; the user navigated to the device menu and performed a restart through settings, after which the button function returned. Symptoms included no reported clinical effects. Outcomes included no user impact beyond temporary device interaction difficulty and completion of troubleshooting and education. Investigation included customer service troubleshooting with device restart guidance. Investigation of this case revealed that the issue resolved after a software-driven restart, consistent with intermittent user interface responsiveness affecting the sleep/wake control. It was concluded, based on previously established findings for similar reports, that the cause was a transient device software or interface anomaly.